Manufacturer narrative:
The e601 module serial number was (B)(6). Calibration and qc were acceptable. The customer uses sample rack adapters on the instrument. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned a negative result for 1 patient sample tested for elecsys hiv combi pt (hiv combi) on a cobas 6000 e601 module. The initial result was 0.331 coi (negative). The repeat result was 401.8 coi (positive). The sample was repeated by an unspecified competitor method, and the result was "positive." The actual result was not provided. The positive results were believed to be correct.